Manufacturer narrative:
Unit received with blank display due to broken electronic on interface board. Unit was cracked at corner display window, cracked battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display after dropping pump. Customer reported that display screen was cracked. Customer's blood glucose was 150 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.